Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks while taking a walk and presented to the hospital and was admitted. During the follow-up, contraction and manipulation maneuvers were performed but was unable to reproduce the artifacts signals. There were multiple treated and untreated episodes. This device was reprogrammed to secondary vector from primary vector. X-ray imaging was performed and compared with the prior implant imaging and showed that the patient gained weight. Boston scientific technical services reviewed the available data and confirmed the oversensing noise with inappropriate shocks and provided troubleshooting options. This s-ICD and electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks while taking a walk and presented to the hospital and was admitted. During the follow-up, contraction and manipulation maneuvers were performed but was unable to reproduce the artifacts signals. There were multiple treated and untreated episodes. This device was reprogrammed to secondary vector from primary vector. X-ray imaging was performed and compared with the prior implant imaging and showed that the patient gained weight. Boston scientific technical services reviewed the available data and confirmed the oversensing noise with inappropriate shocks and provided troubleshooting options. This s-ICD and electrode remains in-service.